Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (58 mg/dl). Reportedly, the customer believes the pump is functioning as intended and not the cause for low bg levels; however, customer did not provide the reason for low bg levels. In addition, it was reported that the customer was not alerted that bg levels were dropping low as expected. During troubleshooting with tandem technical support, it was found that the customer set the low bg alert incorrectly. Customer addressed low bg levels with food.